Event description:
It was reported that pump experienced malfunction alarm 16. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support confirmed pump was under warranty, arranged shipment of replacement pump.